Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a self-activation/latch on switch failure and had a push button failure. It was reported that the button on the device had a failure. It was noted that the control unit won't change speed when keyed. The reported issue was confirmed. The most likely root cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not go back while holding down the button. The new product was opened and used. There was no patient injury. Medtronic's initial evaluation of the incident device found the unit had a self-activation/latch on switch failure.